Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. The customer was unable to recall the units of insulin used to fill the cartridge during the load sequence. The customer declined to further troubleshoot with tandem technical support. Customer¿s blood glucose level was 242 mg/dl.